Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-64801.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 99 mg/dl, compared with the sensor glucose reading of 57 mg/dl. The threshold suspend limit was set to 70 mg/dl. The customer also noted another instance in which the insulin pump alerted a low blood glucose level when the blood glucose reading was in the 200 mg/dl range. She reported that she had bent sensor cannulas in the past as well. The customer was advised of recommended sensor insertion sites and techniques. Nothing further reported.